Manufacturer narrative:
(B)(6). (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006: the patient was admitted to the hospital following a motor vehicle accident and with the following diagnoses: mva; l1 burst fracture; substance abuse; sternal fracture. On (B)(6) 2006: the patient presented for CT of the cervical and thoracic spine. Impression: no definite fracture is seen of the cervical or thoracic spine; the burst fracture of l1 is incompletely visualized; cervical and thoracic spondylosis with no focal lesions identified. On (B)(6) 2006: the patient underwent CT of the brain. Impression: possibly some mild edema and prominence of the deep white matter; right preseptal soft tissue swelling, consistent with periorbital edema. On (B)(6) 2006: the patient underwent CT of the lumbosacral spine. Findings: l1 displays a crush inury involving at least the upper 2/3 of the vertebral body with retropulsed fragment posterior into the spinal canal, fracture through the right and left lamina, with a crush injury which extends completely through the entire body of l1, terminating in a split right and left hemi vertebral body at the base at the l1-2 disc. The right lamina is intact. In the center of the vertebral body there is a retropulsed fragment which compromises the spinal canal by at least 50%. There is no evidence of subluxation. On (B)(6) 2006 : the patient presented with a preoperative diagnosis of l1 burst fracture with retropulse fragment. The patient underwent the following procedures: left l1 corpectomy by far lateral extracavitary approach; application of a spinal prosthesis from t12 to l2; arthrodesis from t12 to l2 with autograft bone and rhbmp-2/acs, harvest local bone morsellized for autografting; posterior nonsegmental pedicle screw instrumentation, (sextant) t12 to l2; c-arm fluoroscopy. Per the op notes, from t12-l2 arthrodesis was performed. Using a peek stackable interbody spinal prosthesis, an approximately 47 mm stack of peek was then filled with morsellized autograft combined with fragments of sponges soaked in rhbmp-2/acs. This composite was then packed into the intervertebral disk space after the corpectomy was completed finishing the arthrodesis. On (B)(6) 2006: the patient presented for x-ray of the lumbar spine. Findings: the patient is status post plate and screw fixation traversing the l1 level. There is mild loss of height of l1 on the lateral view. X-rays of the chest were normal. On (B)(6) 2006: the patient was discharged home. On (B)(6) 2006: x-rays of the lumbar spine were performed. Impression: satisfactory postoperative appearance following post-surgical fusion between t12 and l2 for treatment of l1 compression fracture. Lower lumbar disc degenerative arthritis of moderate severity. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine. Impression: old l1 vertebral body fracture, post stabilization with instrumented fusion of t12, l1 and l2; mild retrolisthesis of t12 on l1; moderate disc space narrowing at t12-l1, l1-2, and l2-3 and l4-5; mild endplate arthritis at l4-5. X-rays of the thoracic spine showed mild midthoracic curve convex to the right. On (B)(6) 2011: the patient presented with back pain . Assessment: low back pain. On (B)(6) 2011: the patient underwent mr sequences of the lumbar spine. Impression: post-operative changes of the upper lumbar spine, with a probable bone graft centrally in the l1 vertebral body demonstrating no significant complications; mild disc degeneration and posterior mid-lumbar herniations. On (B)(6) 2011: the patient presented for x-rays of the thoracic spine. Impression: moderate t11-12 disc space-narrowing; the patient is post spinal fusion of t12-l2 with a pedicle screw fixation spinal system; there is mild mid-thoracic scoliosis to the right; no acute abnormality. On (B)(6) 2011: the patient presented with low back pain following a fall off the hammock. The pain is unilateral and radiates down the left leg. The patient is having gait issues, walks with a limp. Assessment: low back pain, lumbar degenerative disc disease; lumbosacral spondylosis without myelopathy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, the patient was admitted with motor vehicle accident, cigarette and alcohol abuse , sternal fracture, l1 burst fracture and history of benzodiazepine and positive drug screen. Final diagnoses: multi-trauma with significant fracture of l1. Fracture distal to the sternomanubrial joint evident on lateral view for sternum. The patient underwent CT cervical and thoracic spine w/o contrast. Impression: no definite fracture is seen of the cervical or thoracic spine;the burst fracture of l1 is incompletely visualized. If clinically indicated , CT of the lumbar spine could provide further evaluation. Cervical and thoracic spondylosis with no focal lesions identified. On (B)(6) 2006, the patient underwent head CT w/o contrast. Impression: possibly some mild edema and prominence of the deep white matter. This may be non specific. Right preseptal soft tissue swelling , consistent with periorbital edema. On (B)(6) 2006, the patient underwent the following procedures: left l1 corpectomy by far lateral extracavitary approach. Application of a spinal prosthesis from t12 to l2. Arthrodesis from t12 to l2 with autograft bone and rh-bmp2/acs, harvest local bone morsellized for autografting. Posterior nonsegmental pedicle screw instrumentation t12 to l2. C-arm fluoroscopy. Per op notes: a peek stackable interbody spinal prosthesis was used , an approximately 4mm stack of peek was then filled with morsellized autograft combined with fragments of sponges soaked in rh-bmp2/acs. This composite was then packed into the intervertebral disc space after corpectomy was completed finishing the arthrodesis. On (B)(6) 2006, the patient underwent a radiological study of his lumbar spine ap and lateral. Findings : the patient was s/p plate and screw fixation traversing the l1 level. There is mild loss of height of the lateral view. The single view portable chest showed that the lungs were clear without evidence of acute pulmonary disease. On (B)(6) 2006, the patient was discharged. On (B)(6) 2006, the patient visited the office for a follow up. On (B)(6) 2010, the patient underwent a radiological study of the lumbar spine. Impression: old l1 vertebral body fracture. Post stabilization with instrumented fusion of t12, l1 and l2. Mild retrolisthesis of t12 on l1. Moderate disc space narrowing at t12-l1, l1-2 ,l2-3 and l4-5. Mild endplate arthritis at l4-5. On (B)(6) 2011, the patient had MRI of his ls spine. Impression: postoperative changes of the upper lumbar spine, with a probable bone g raft centrally in the l1 vertebral body demonstrating no significant complications. Mild disc degeneration and posterior mid lumbar herniations. On (B)(6) 2011, the patient got an x-ray done of his thoracic spine due to back pain. Impression: moderate t11-12 disc space narrowing. The patient is post spinal fusion of t12-l2 with a pedicle screw fixation spinal system. There is mild midthoracic scoliosis to the right. No acute abnormality. On (B)(6) 2011, the patient presented with complaint of low back pain. The patient took an x-ray test.